Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 6 days following a laparoscopic myomectomy, it was stated that the device worked normally with its normal features, as opening the green safety button sensing during clipping and the giving clipping. It was also reported that the anvil was bent. The surgery was performed on 9th of december and on 17th of same month. On the 6th dust made a fistula 70% of anastomosis causing the patient more serious condition. There was a tissue damage, additional operation, extended hospitalization and the patient was confined to intensive care unit as a result of the event.